Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a 325cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture (baker grade IV). The diagnosis confirmed by a physician upon examination. As a result, the patient's impacted device was explanted on (B)(6) 2020.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The lot number, previously reported as unknown, was identified with the return of the device and has been populated in d4. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 6623744, and no non-conformance's were identified. During visual evaluation, an anomaly was observed on the device consistent with a crease/fold. A tear was also observed within the crease/fold on the anterior view measuring approximately 0.3 cm. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. The explant date had been changed to (B)(6) 2020. Manufacturer¿s reference number: (b)(40.